Manufacturer narrative:
Results: the pet lock was pulled off the pusher assembly hypotube and pull wire. The pusher assembly was kinked in multiple locations. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed the pet lock was pulled off the proximal end of the pusher assembly. This damage may have occurred due to forceful handling of the smart coil during retraction. If the pet lock is pulled off the pusher assembly, it may allow the pull wire to retract out of the distal detachment tip, which would allow the embolization coil to detach. Further evaluation revealed the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a cerebral aneurysm using penumbra smart coils (smart coils). During the procedure, after advancing a smart coil out of a non-penumbra microcatheter, the physician felt friction and decided to withdraw the smart coil. However, while retracting the smart coil into the microcatheter, the physician felt friction and subsequently, the smart coil unintentionally detached from its pusher assembly inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil and the procedure was then completed using additional smart coils and a new microcatheter without further issues. There was no report of an adverse effect to the patient